Manufacturer narrative:
Event date: 2015. (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch mw5061590 that stent dislodgement outside patient occurred. The target lesion was located in the coronary artery. A 2.25mmx16mm synergy ii everolimus-eluting stent was selected; however, the stent appeared to have come part way off the balloon while on the back table. The procedure was completed with another 2.25mmx16mm synergy ii everolimus-eluting stent. No patient complications were reported.